Manufacturer narrative:
The insulin pump was received with a blank flashing white display anomaly due to a cracked liquid crystal display controller. The insulin pump was received with a cracked keypad overlay at the center circle button, cracked reservoir tube lip, scratched case and severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer father reported via phone call that there was a blank display on the insulin pump. The father reported the battery was changed, but the blank display persisted. Customer's blood glucose was unknown. The father agreed to return the insulin pump for analysis.